Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) longevity estimate was shorter than expected by t he customer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688t, competitor implantable pacing lead, (B)(6) 2004; 419478, implantable pacing lead, (B)(6) 2010; 7122-60, competitor implantable tachy lead, (B)(6) 2012. (B)(4).